Event description:
I had ongoing pain as far a cramping, stomach pain, heavy heavy bleeding, huge bloodclots, extreme nausea, bloating, skin rashes. Both coils hung out of my fallopian tubes one coil migrated into my uterus. Both tubes were removed do to severe pain. (B)(4).